Event description:
Company representative reported that nurse gave the injection to pt and the pt did not move, however, the needle broke off and remained in the injection site; abdomen. On the day of the incident, the needle fragment was found by CT scan. It could not be removed surgically the first time, but it was removed during the second surgical attempt.

Manufacturer narrative:
Eval summary: (B)(4). Issue: injury needle break-off. Test/investigation carried out: 10x visual examination. Electron microscope analysis. Review of device history record. Seven unopened and two opened 31g x 5mm pen needles along with a broken cannula were returned from lot # 9280764, cat # 320129. All needles were examined for cannula issues and no issues were detected. No related issues were raised during MFR of lot # 9280764 and no other related complaints were raised against this lot. The broken sample was analysed by electron microscope. The report concluded that the needle fracture was ductile and was due to applied overload force. All bd needles conform to iso(B)(4) "stainless steel needle tubing for MFR of medical devices" with normal single use bending/breakage should not occur. No further action.